Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with burning and rash extended beyond the patch perimeter. The patient consulted a doctor and one IV shot of cosentyx was prescribed for the skin reaction. The patient recovered, at the time of the report he was feeling fine and the itching subsided and he was using other locations to insert sensor. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).